Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient had a bronchial artery bleed with an ebl of 300 ccs. The bleed occurred during a biopsy of a mass in the right middle lobe (rml). The bleed was controlled by suctioning and wedging of the ion catheter. Although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred, the cause of the intra-procedural complication is unknown.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had a bronchial artery bleed. The estimated blood loss (ebl) was 300 ccs. The bleed occurred during a biopsy of a mass in the right middle lobe (rml). The bleeding was controlled by suctioning and wedging of the ion catheter. After the bleeding was controlled, an endobronchial ultrasound (ebus) was performed. The procedure was completed as planned. Although the patient was admitted to the hospital overnight, it was a planned admission and not related to this incident. The patient was discharged home the next day in stable condition. The physician stated that he does not believe the bleed was caused by the ion system, instruments, or accessories. The physician confirmed that there was no malfunction of an ion product.